Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lung lobe resection, staples were unable to be deployed when cutting the vessel. A new staple was used to complete the case.